Event description:
The customer reported that the alarm was in use with a female pt. The unit was connected to the nurse call light located outside the pt's room was on. When the nurse walked in the pt's room, the pt was on the floor and the alarm did not sound at the bed side. The pt received a hip fracture and later died. The customer was asked if the alarm was placed on mute mode, but the customer did not know because they did not have a new sensor to accurately test the alarm functions. The customer reported that the sensor pad was white and was not a posey sensor pad.

Manufacturer narrative:
The product has been requested to be returned, but has not been received. Note: the instructions for use has a warnings and caution statement: never connect a posey alarm to other MFR's' sensors. Always check to ensure staff can hear alarm at the furthest possible distance before leaving pt unattended. Test alarm and nurse call functions by activating alarm and removing pressure from the sensor pad, unfastening chair belt sensor, or activating pir sensor each time before leaving pt unattended. The posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, inspect and test alarm function each time before leaving pt unattended. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).